Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient weight is not available for reporting. Devices are not considered explanted or implanted. Devices are not expected to return for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for orif (open reduction internal fixation) of distal tibia on (B)(6) 2018, two of the 2.7mm cortex screw slf-tpng with t8 stardrive recess/50mm got bent when the surgeon was trying to implant them. One screw was left inside the patient and the other screw was explanted. The procedure was successfully completed with no surgical delay. The patient was stable after the surgery. Concomitant devices reported: unk - plates: trauma (part # unknown, lot # unknown, qty # 1). (B)(4).